Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5275t601 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the suction adaptor came off after the second suction. The product was changed out immediately and there was no injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample without original packaging was received for evaluation. The sample arrived with the catheter tubing detached from the cone adaptor. Visual examination revealed a visible ring of adhesive residue on the outside of the proximal end of the tubing. Under uv light, both components appeared to have consistent adhesive application. However, based on similar events, the complaint is confirmed with a manufacturing related root cause. Corrective actions have already been implemented. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).